Event description:
It was reported that sometime post operatively, the right ventricular (rv) lead was noted to have high thresholds. An interrogation identified that the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.